Event description:
It was reported that during a lap cholecystectomy procedure, during the procedure it was described that the clips were not forming properly around the vessel. Several had to be removed and replaced to get adequate sealing of the vessel. Some scissoring of the clips were also noted. No pt consequence. One device returning.